Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. There is no evidence that a product failure caused the necessary revision. Zimmer did not approve the use product combination in the united states. Zimmer generally recommends to all health care professionals visiting our web page in order to check the appropriate product compatibility list before a surgical intervention avoiding possible early failure. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that the pt rec'd the femoral component during a revision surgery in (B)(6) 2010 and in 2012, a second revision became necessary due to compression of the femoral neck with breakage of the slim stem.